Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: piece of the inserter breaking off. Probable root cause: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device.

Event description:
It was reported that a piece of the inserter broke off and remains implanted in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the inserter broke off and remains implanted in the patient.